Event description:
It has been reported that one 0.5ml 31gx6mm u-100 insulin syringe has been found clogged during use. The following has been provided by the initial reporter: it was reported that insulin would not come through the needle when trying to inject and there were a lot of air bubbles. Relion consumer reported: once he drew the insulin, he was not able to take injection because insulin would not come thru needle. Stated, there were lots of air bubbles. Incident date: on (B)(6) 2019. Item: 31g, 6mm, 1/2ml. Lot: 8092794.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag with the shelf carton from lot#: 8092794. Customer states that he was not able to draw, insulin would not come through the needle, and there were lots of air bubbles. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch#: 8092794. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200749132, 200746577, 200746741, 200745804, 200749269] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 0.5ml 31gx6mm u-100 insulin syringe has been found clogged during use. The following has been provided by the initial reporter: it was reported that insulin would not come through the needle when trying to inject and there were a lot of air bubbles. Verbatim: relion consumer reported: once he drew the insulin, he was not able to take injection because insulin would not come thru needle. Stated, there were lots of air bubbles. Incident date: (B)(6) 2019. Item: 31g, 6mm, 1/2ml. Lot: 8092794.